Manufacturer narrative:
The additional balance middle weight guide wire referenced is being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) and diagonal coronary arteries, moderately calcified lesions. Two balance middle weight (bmw) guidewires were placed and balloon dilatation was performed using unspecified catheters at the bifurcation site. During dilatation catheter removal, resistance was felt and the catheters seemed stuck with the bmw guidewires. All was removed as a single unit (catheters and wires). Both bmw¿s had kinks observed at the end of the case. Per physician, the cause of resistance during removal was unknown although there was calcium and the guide catheter had a kink. There was no adverse patent effect and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported kink was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and shaft kinks appear to be related to operational circumstances of the procedure. In this case, it is likely that manipulation of multiple devices during the procedure likely caused the core of the guide wire to kink on the distal end of the hypotube resulting in the difficulty to remove and the noted stretched coils. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. The noted kinks, bends, prolapse and separation on the core were likely the result of inadvertent mishandling and/or manipulation of the wire during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.